Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced diffused bleeding after the pump was implanted and the hospital reduced the patient's anticoagulation and started coagulant therapy. After a couple of days, the pump power had increased and the patient's ldh was elevated; therefore, the hospital team increased the patient's anticoagulation. The patient had a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.